Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head of brush head fell from the bracket / defective brush head / brush head does not work [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on 28-aug-2017 that after a short period of usage, the head of the oral-b flexisoft brushhead fell from the bracket. No symptoms developed. Concomitant product(s): oral-b professional care rechargeable toothbrush. No further information was provided. On 31-aug-2017 received consumer's follow-up e-mail: the consumer reported that he still had the two already defective brush heads. He still had 3 sealed packages of brush heads, each pack with 5 brush heads. He also had an open package of brush heads with 2 more pieces. No further information was provided. On 03-sep-2017 received consumer's follow-up e-mail: the consumer reported that he again made a new attempt with one brush head, and unfortunately it did not work either. The consumer noted that he imagined it wouldn't be easy to swallow the whole brush head, but he did not want to swallow the little metal piece. No further information was provided.